Event description:
Customer reported to customer service that the power supply for her four year old breast pump has exposed wires and is sparking.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that the transformer wires are exposed and she did witness sparking from the wire very close to the transformer housing. Customer indicated she did not witness fire/flame, and there was no injuries sustained as a result of the issue. In summary, a breach in the insulation at the strain relief was present which could result in sparking. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Evaluation summary: a visual examination of the power supply revealed nothing unusual with the transformer housing, and the cord was very tangled with exposed wires. The power supply was plugged in and the voltage across the dc plug was measured at 12.8 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 58.8 ohms, which is normal and indicates that the thermal fuse did not blow.